Event description:
It was reported that a powered wheelchair ran over the user. The user was bruised and spent 4 days in the hospital. Should additional relevant information become available, a supplemental report will be submitted.